Manufacturer narrative:
Product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient stopped using the device when she found out she was pregnant. Her health care provider (hcp) subsequently told her it was ok to use it. It was noted that the patient had not recharged the device for approximately 2 month prior to the report. It was further reported that there was a coupling or communication issue and an overdischarge is suspected. It was noted that patient compliance was the primary reason for the overdischarge. The patient reportedly last felt stimulation 2 to 6 months prior to the report. It was later reported that the patient was able to use the antenna locate feature to get her device recharging again. The patient was again reporting trouble charging her device. It was noted that the stimulation was on before. The patient used the programmer to turn it on and it shocked her. The patient reportedly had the amplitude set at 7.0v and turned the device on. It was further reported that the patient was able to recharge before, but the stimulation stopped in the middle of the night on the night prior to the report. The patient attempted to use the patient programmer but was getting poor communication. An antenna locate was attempted multiple times but was unsuccessful. The patient was only reportedly getting between 0-2 bars shaded. It was noted that device overdischarge was suspected. It was later reported that the patient attempted an antenna locate using her device recharger. A power on reset (por) message was reportedly displayed which led to the normal recharging screen. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).